Event description:
It was reported, "locking screw head broke off during the final tightening. The screw shaft was flush with plate and was left in plate. The placement of the locking screw was in the shaft of the plate. Surgeon was satisfied with the plate & screws."

Manufacturer narrative:
Device not returned. No evaluation will be performed. If device becomes available a supplemental report will be issued. Device previously reported as a malfunction that created a serious injury.